Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via (B)(6) regarding a patient receiving unknown baclofen via an implantable pump. It was reported that due to the travel ban, last year, the patient was stuck in (B)(6) and could not make it to america for their refill last year. The patient experienced seizures and extreme withdrawal symptoms that almost took the patient's life.